Manufacturer narrative:
Complaint no: (B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Complaint no: (B)(4). Additional information: it was reported fourteen days after the initial report, treatment with vancomycin and amikacin was stopped. The following day the patient began treatment with intraperitoneal selemycin 1 gram per day for eight days. It was stated the patient did not respond to the peritonitis treatment. The same day as antibiotic discontinuation dianeal therapies were discontinued and the patient was indicated for catheter removal. Twenty-seven days after admission the patient was discharged. The patient was not recovered from this peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The breach in aseptic technique was not further described. The peritonitis was manifested by abdominal pain and cloudy pd effluent. On the same day as onset, the patient was hospitalized for the event. On the same day, the patient received treatment for the peritonitis with cefazolin (2grams per day) ip (intraperitoneally) and gentamicin (80mg per day) ip. Three days later, treatment with cefazolin and gentamicin was discontinued. On the following day, the patient began treatment for the peritonitis with vancomycin (1g per day) ip and amikacin (300mg per day). At the time of this report, the treatment with vancomycin and amikacin was ongoing. At the time of this report, the peritonitis was resolving, the patient was recovering, and dianeal therapy was ongoing. It was not reported if the patient was retrained on aseptic technique. No additional information is available.